Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID: evfxplus-29; serial #: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-2329; lot #: 0012721953; product type: 0195-heart valves; previously system reported device updated to a concomitant device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which further confirmed that upon the three deployment attempts of the second valve, the valve dislodged towards the ventricle within a minute of each deployment attempt.

Manufacturer narrative:
Corrected data: b1. B2. Outcome attributed to adverse event removed h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's thickened leaflets. Following the successful deployment of the valve, upon the removal of the delivery catheter system (dcs), the nose cone caught on the valve frame, resulting in dislodgement of the valve. Subsequently, a new valve and dcs were prepped. Upon the first deployment attempt with the second system, the valve was unable to be positioned securely and was subsequently recaptured. Two further deployment attempts were made, however the valve remained unable to be securely positioned. Subsequently, the procedure was ultimately aborted. Per the physician, the patient's tortuous anatomy including a 70 degree root angle, short aortic root, and leaflet calcification contributed to the dislodge and the difficulties placing the second valve.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 11-apr-2027, UDI#: (B)(4); product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 05-sep-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Please note: this report is an update to previously submitted report number 9612164-2026-00471, which was inadvertently reported under the incorrect device. Report 9612164-2026-00471 can be considered redacted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.